Event description:
It was reported that the customer was having erratic blood glucose. The blood glucose reading was 86 mg/dl at time of the call. Customer's mother stated that there is a very strong smell of insulin and moisture in reservoir compartment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.